Manufacturer narrative:
The device was evaluated, and the customer¿s allegation was not confirmed. In addition to the nozzle had adhesive peeling, the additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value; adhesive on bending section cover had a chip; connecting tube had discoloration; forceps channel port was shaved; electrical connector had discoloration due to water leakage; and due to a scratch on objective lens, the image had dark area partially. The following device components were scratched: connecting tube, plastic distal end cover, objective lens, scope connector cover, suction connector, universal cord, grip, switch box, forceps elevator knob, right/left knob, up/down knob, control unit, and scope cover. The was not returned for investigation; however, the customer provided information for device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to external factors or handling of the device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had poor drainage of lens. There was no patient harm associated with the event. The device was returned and evaluated, and the adhesion of the nozzle was peeling off. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.